Event description:
It was reported that high impedance and high thresholds were observed. Review of fluoroscopy revealed a fracture due to clavicular crush. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.